Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer was just not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed a small air bubble was found the infusion set. Nurse reported that infusion set cannula continued to bend. Insulin pump and infusion sets would be replaced. Insulin pump is expected to return.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).